Event description:
Infected thr and streptococcus miller, sensitive to penicillin. Recurrence of pain and fluid around implants.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.